Manufacturer narrative:
The glidescope spectrum smart cable was replaced for the customer. At the time of this report the smart cable has not been returned to verathon for evaluation, however the return of the smart cable is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was intermittent. The customer indicated when the image was present green lines were over the displayed image. No delay in the procedure, use of a backup device, or harm to the patient or the user was reported.

Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned smart cable and was able to duplicate the reported disappearing image issue. It was found that when the cable was manipulated, the image would disappear on the monitor. Since the customer received a replacement and there are no repairs available for this device, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.